Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was unresponsive. There was no reported impact to the customer's blood glucose (bg) level. Customer reverted to an alternate method of insulin therapy.